Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Event description:
It was reported that an unspecified nexiva is difficult to use on patients who have difficult to access veins and that the hubs come off even after they are tightened, causing leakage of blood/fluid. There was no report of injury or medical interventions.